Manufacturer narrative:
After product evaluation, it was determined that the fiber was likely broken due to user mishandling as there was no evidence of charring at any of the break points in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. The location of the break point and is indicative of an external force coming in contact with the fiber causing it to bend beyond the documented minimum bend radius resulting in a break. It is likely that the fiber break was caused by the end user. This event occured in (B)(6).

Event description:
A laser fiber was reported to have broke during a diagnostic procedure. The customer stated: "there was no unusual torquing or circumstance. The energy from the laser system was not excessive. We have had other fibers like this break and are looking for replacement. There was no patient injury / the case was completed using an alternate laser fiber. No patient injury indicated."

Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event. This event occured in (B)(6). Device not returned.

Event description:
A laser fiber was reported to have broke during a diagnostic procedure. The customer stated: "there was no unusual torquing or circumstance. The energy from the laser system was not excessive. We have had other fibers like this break and are looking for replacement. There was no patient injury. The case was completed using an alternate laser fiber. No patient injury indicated."